Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Additional information was received on may 6th that the manufacturer representative covered the pocket revision on that day. The surgeon moved the battery to a more comfortable location for the patient. The physician decided to connect the battery anyway and rescheduled a lead revision at a later date. In the recovery room the physician requested that the stimulator be turned back on and the patient had perfect stimulation and was running the battery at the same amplitude prior to the surgery.

Event description:
It was reported that the patient needed to charge every two to three days. One program was at 1.7 volts and the other program was at 2.5 volts. The implantable neurostimulator (ins) was implanted on his right chest. Initially the patient would get all eight coupling bars and without the patient moving his coupling bars dropped down to two bars. The manufacturer¿s representative (rep) didn¿t know how the patient was stabilizing his recharger during his recharging session. The patient was scheduled to see their healthcare provider until (B)(6). The patient had contacted the manufacturer¿s representative (rep) for reprogramming. No interventions or outcome were reported regarding this event. Additional information was received on (B)(6) 2015 indicating that the main issue was that the patient¿s system had moved from their chest to almost their armpit area. The patient was scheduled for a pocket revision on (B)(6). Despite the pocket issues the patient was still getting adequate pain relief. If additional information is received, a follow-up report will be sent.